Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, an out of range shock impedance was observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). All other measurements were stable. Boston scientific technical services reviewed data from the system and provided troubleshooting and monitoring recommendations. The physician has elected to continue monitoring the system. This ICD and the rv lead remains in service. No adverse patient effects were reported.